Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed an error 5 message. The complaint was classified based on information obtained in a follow up call by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2015 at midnight. The patient manages his diabetes with humalog and lantus insulin and continued to take his usual dose of medication in response to the alleged issue. The patient claimed that on an unknown date/time he developed symptoms of ¿being unresponsive, seizures and thrashing around¿ and claimed that on midnight of (B)(6) 2015, he was treated by emergency medical services with IV glucose. During troubleshooting the cca noted that the patient had used the correct testing procedure and the test strips were in good condition and not expired. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly received treatment for a blood glucose excursion after the alleged issue had occurred.

Manufacturer narrative:
Follow-up # 1 ¿ (02/18/2015). The patient¿s meter has been returned on 2/4/2015 and evaluated by lifescan product analysis on 2/6/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have dirty spc pins. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.